Manufacturer narrative:
Additional data: h3. H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
A company representative reported that an everest clamp adapter jammed with a non-strkyer spine navigated drill intra-operatively. The procedure was unable to be completed as planned and will be rescheduled.